Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem unable to complete incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to contamination on the j1000 pins on the c/a board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functionality testing.